Event description:
A caregiver reported low readings with the adc device. The caregiver refused to provide specific sensor readings, and only stated they were low, which resulted in hypoglycemia. The caregiver did provide the medical discharge summary from hospital stay which provided the following information: the customer had received a reading of 56 mg/dl the night before adverse event, but it was not specified from what device this reading came from. The customer did not intervene at the time of obtaining this reading. In the morning, the customer experienced seizure and loss of consciousness while attempting to treat with glucagon. The customer was able to regain consciousness and consume juice, and was brought to emergency room where the customer was treated with dextrose until blood glucose rose over 70 mg/dl. The customer was advised on better glycemic control before being discharged from hospital. As the caregiver did not provide sensor readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. B3 - date of event has been corrected.

Event description:
A caregiver reported low readings with the adc device. The caregiver refused to provide specific sensor readings, and only stated they were low, which resulted in hypoglycemia. The caregiver did provide the medical discharge summary from hospital stay which provided the following information: the customer had received a reading of 56 mg/dl the night before adverse event, but it was not specified from what device this reading came from. The customer did not intervene at the time of obtaining this reading. In the morning, the customer experienced seizure and loss of consciousness while attempting to treat with glucagon. The customer was able to regain consciousness and consume juice, and was brought to emergency room where the customer was treated with dextrose until blood glucose rose over 70 mg/dl. The customer was advised on better glycemic control before being discharged from hospital. As the caregiver did not provide sensor readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.